Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer's insulin pump was exposed to moisture, while the customer was in a hot tub. The customer stated that there is moisture under the lcd display, as well as scratches to the display and cracks. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.